Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain", "rupture, silicone leakage" confirmed via ultrasound, "skin rashes", "concern involving a defective natrelle silicone breast implant", and "chronic inflammation". Patient also reported the following events, which are all not device-related: "brain fog", "hair thinning", "unexplained weight loss", "joint pain", "muscle pain", "dry mouth", "dry eyes", and "low-grade fevers". Device remains implanted.